Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and power on self-testing in rescue and non-rescue mode without duplicating the report. The device was recertified and returned to the customer. The electrode pads used at the time of the report were not returned as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the electrodes pads of the associated defibrillator would not connect to the internal pad connector. Complainant indicated that there was no patient involvement in the reported malfunction.